Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation. A follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 242 mg/dl on their blood glucose meter at 6:53am. The consumer reported that she treated herself after each result throughout the day after each test. At 9:55am, the consumer tested her blood glucose level again getting a result of 485 mg/dl. At 1:38pm, the consumer tested getting a result of "hi" (greater than 600 mg/dl). At 5pm, she tested herself again getting 426 mg/dl. According to the consumer, she did not treat herself, but called the emts. When the emts arrived, they tested the consumer getting a result of 28 mg/dl at 5:06pm. The meter and test strips in question will be returned for evaluation.